Event description:
It was reported, the subject device had a cracked connector. There were no reports of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented for correction to the initial medwatch (report reference number: 3011050570-2024-10071), which was submitted in error. There was no malfunction with regard to the subject device spl-g.

Event description:
It was reported, the subject device had a cracked connector. There were no reports of patient harm associated with the event.